Event description:
On (B)(6) 2018, the lay user/patient¿s spouse contacted lifescan (lfs) canada, alleging that the patient¿s onetouch verio iq meter displayed a message of ¿problem with strip or meter¿. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for additional information. The reporter stated that at an unspecified time on (B)(6) 2018, the patient was unable to obtain a blood glucose reading due to the meter message appearing. The reporter informed the csr that the patient manages her diabetes with 30 units of novolin ge nph insulin every morning and claimed the patient¿s morning dose of insulin was skipped as a result of the alleged issue. The reporter denied the patient developed any symptoms however claimed the patient treated herself with a glucagon injection at an unspecified time on (B)(6) 2018 due to the alleged issue. No other device was used for testing. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to obtain a blood glucose result due to the alleged issue and reportedly received treatment suggestive of a serious injury adverse event. It is unclear how the action of skipping the patient¿s morning dose of insulin contributed to the injury however, the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) and provided additional information regarding this complaint. The reporter denied the patient received a glucagon injection as a result of the alleged issue however claimed the patient was attended to by emergency medical services (ems) on either (B)(6) 2018 in relation to ¿other health issues¿; pressure ulcers from sitting in a wheelchair and in addition, the reporter claimed the patient has high blood pressure, thyroid issues and a pacemaker. The reporter stated the patient¿s blood glucose was measured on the ems device and a reading of ¿25.0 mmol/l¿ was obtained. The patient was then reportedly transported to hospital where she was treated with insulin and an intravenous antibiotic. The reporter claimed that at the time of the follow-up call, the patient was still in hospital. The reporter attributed the patient¿s rise in blood glucose to the patient being unable to test her blood glucose with the subject meter as she was without a back-up meter at that time.

Manufacturer narrative:
The following information should have been included: in addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed.